Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion before the first clinical use (out of box failure) at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification in relation to the customer reported downstream occlusion. A review of the event history log identified five events of downstream occlusion. The history log cannot be used to determine if the alarms are true or false. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.